Event description:
It was reported that during the implant attempt, it was not possible to extend the lead helix, even after 20 turns. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The connector pin was pulled/stretched/ov erstressed, and blood was found on the distal end of the electrode. The lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, it was not possible to extend the lead helix, even after 20 turns. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.